Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications.

Event description:
Additional information provided by the optometrist indicated that the patient also reported night time and distance blur. The patient's symptoms have resolved and was prescribed driving glasses to wear as needed. Lastly, the patient has been released from care. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively (B)(4).

Event description:
An optometrist reported that a patient underwent photorefractive keratectomy (prk) enhancement twice, due to overcorrection in both eyes. The patient had primary lasik surgery approximately fourteen years ago. The patient reported having poor uncorrected vision, and that she has not been able to see well since either procedure. In a follow up, the optometrist reported that the patient is healing slowly since the last enhancement; nevertheless, her vision and refraction continue to improve. There are two medical device reports associated with this event. This report is for the right eye.